Manufacturer narrative:
A steris technician inspected the washer and found soot on the pipes located under the washer's dryer motor and on nearby flooring. The technician noted a burning smell coming from the dryer motor and found one dryer motor drive belt was burnt and not in place on the motor drive wheel and the other drive belt was in place but appeared worn and damaged. The technician reported the dryer blower stopped functioning during the cycle however the dryer motor remained on and powered the belts resulting in friction and subsequent smoke. The user facility has ordered replacement parts and they will be installed by steris upon receipt. Steris has determined this to be an isolated event.

Event description:
The user facility reported that a loud sound came from the washer during the dry phase of a processing cycle. When the operator opened the side access door of the washer, smoke emitted from the access panel area, which activated the fire alarm. The fire department came on-site and powered the washer off. No injuries were reported to patients or hospital staff.